Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the operator encountered the difficulties during the manipulation of the delivery catheter. The procedure and the manipulation lasted for two hours approximately and caused the deformation of the system. After that, the delivery system became incapable of being delivered into the right ventricle and was replaced with a new one. New device was delivered without any issues. The ultrasound evaluation check was performed on the following day after the procedure and slight pericardial effusion from before the procedure was observed. The CT scan still revealed that the amount of pericardial effusion increased a little compared with the amount before the procedure. There was no treatment of the effusion and the patient was asymptomatic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system outer shaft was kinked/buckled. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. If information is provided in the future, a supplemental report will be issued.